Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform stapler 45 instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed but did not replicate the customer-reported issue of instrument's recognition problem. The instrument was found to have failed the engagement test based on the log review. The instrument was placed on an in-house system with an in-house drape and seal. The instrument passed recognition and engagement tests. The engagement test was performed a total of three times and passed. Additionally, the instrument was found to have a binding of the roll bushing. Friction was observed when manually rotating the main tube, but no signs of corrosion were found on the roll bearing. Failure analysis investigations did not replicate nor confirm the customer reported issue of instrument's reversed movements in relation to surgeon's movements. While on the in-house system, the instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that sureform stapler instrument moved with unintuitive motion in an unexpected way. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.